Event description:
As reported, a 5f mynx control vascular closure device (vcd) did not advance into the unknown sheath completely, upon retraction and inspection of the tip it was noticed that the tip had split. Hemostasis was achieved by using another unknown mynx. Patient was "fine" after the mynx event. There was no reported patient injury. The sheath was not kinked/bent upon removal. The interventional procedure used a retrograde approach. There was visible bend/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. There was no presence of pvd / calcium in the vicinity of the puncture site. The access site vessel was not tortuous. An unknown 5f cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. The patient's (bmi) was 40 kg/m2. The device was inspected prior to use. The device was stored, prepped and used according to the instructions for use (IFU). The device was opened in a sterile field. The user is trained to the device. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) did not advance into the unknown sheath completely, upon retraction and inspection of the tip it was noticed that the tip had split. Hemostasis was achieved by using another unknown mynx. Patient was "fine" after the mynx event. There was no reported patient injury. The sheath was not kinked/bent upon removal. The interventional procedure used a retrograde approach. There was visible bend/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The access site vessel was not tortuous. An unknown 5f cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. The patient's body mass index (bmi) was 40 kg/m2. The device was inspected prior to use. The device was stored, prepped and used according to the instructions for use (IFU). The device was opened in a sterile field. The user is trained to the device. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found in the closed position, with no syringe attached to the unit. The sealant was present in its manufactured position, completely exposed. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. Additionally, no sheath was returned inserted on the device. The balloon was deflated, and the core wire was present. No additional anomalies or damages were observed to the unit received. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. Per functional analysis, the insertion/withdrawal through the introducer sheath evaluation could not be performed due to the frayed/split/torn condition of the sealant sleeves. Additionally, a simulated deployment test was executed, and the unit functioned as expected. The reported event of ¿atraumatic tip-frayed/split/torn¿ was not observed through analysis of the returned device; however, there was a frayed/split/torn condition of the sealant sleeves noted, which may have been the condition experienced by the customer. Additionally, the reported event of ¿mynx control system-impeded¿ was observed through analysis since the insertion/withdrawal test could not be executed due to the frayed/split/torn sealant sleeves condition noted. Also, a condition was noted of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (even though it was reported that excessive force was not used during insertion into the sheath) possibly contributed to the frayed/split/torn condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.